Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the device's handle is broken. All the pieces were returned. The device shows sign of wear and tear. The manufacture date is 2020. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2021-00038482-1

Event description:
It was reported that, offset reamer handle is broken. No case involved; therefore, no patient involvement.